Event description:
Medtronic received report that the physician experienced stretching as the react-71 catheter was removed from the rhv when completing retrieval. It was noted that there had been catheter resistance in the middle segment and the marker band was dislodged and remained in the patient. It was noted the device was prepared as flushed per the IFU. There were no patient symptoms associated with the event. The patient was undergoing a thrombectomy procedure to treat stroke in a middle cerebral artery (mca).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.